Manufacturer narrative:
(B)(4). A conclusion(s) code could not be chosen. The complaint was confirmed, but the root cause is unknown at this time. A dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A visual inspection of a picture received as part of the complaint shows the screen of a monitor that reads "patient circuit test failed". In a video received, bubbles can be observed between the jar and the water trap components. There appears to be leak between the two components. The device history record of batch number (B)(4) has been reviewed and no issues or discrepancies were found which relate to this complaint. DHR shows that the product was assembled & inspected according to our specifications. Customer complaint is confirmed based on video. However, physical sample is necessary to conduct a proper investigation and determine the source of alleged defect reported. An attempt to duplicate the failure mode was not possible as the device has not been returned. If the actual device sample becomes available at a later date this complaint will be updated.

Event description:
The customer alleges the device failed it's pre-use test. No patient involvement reported.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The circuit was visually inspected for any signs of abuse/misuse/damage, or subjected to any chemical or caustic environment that might cause damage. Nothing was found, and no tube melting or charring was detected. Leak testing was performed on the circuit and immediately a heavy leak was detected at the rain trap cup on the expiratory side of the circuit. The leak was coming from where the collection cup attaches by plastic threads to the rain trap base. The rain trap cup on the inspiratory side of the circuit did not leak after tightening. Loosening and tightening the cup on the expiratory trap did not stop the leak. This leak was so profuse an acceptable rate of leak was unobtainable. The collection cups were removed and reversed onto the rain trap bases: there was no change in the profuse leak. The reported complaint of a leaking circuit was confirmed based upon the sample received. The returned circuit was confirmed to leak at the expiratory water trap. A DHR review was performed on the product with no evidence to suggest a manufacturing related cause. Other remarks: all circuits are 100% inspected for leaks at the time of manufacturing so it is unlikely that this leaking condition was present at that time. The defect was discovered prior to use on a patient. Therefore, based upon the time of discovery and the leak observed on the returned sample, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges the device failed it's pre-use test. No patient involvement reported.